Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 3/14/2016: litigation received. Litigation also alleges suffering, increased metal ions and weakness. An unknown stem is being added to the complaint. This complaint was updated on: 3/21/2016.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update (02/14/2017) pfs and medical records received. After review of the medical records for MDR reportability, alleges pain in hip and groin, as well as problems sitting and walking. Revising surgeon stated that a pseudotumor was present within the hip involving the abductors and capsule. No available metal ion labs to corroborate the stated elevations and allegations. Evidence of corrosive changes to the trunnion also noted. Also noted an area of boone destruction along the anterior femur, which contained fibrous tissue. Femoral component was well fixed though. The acetabular component was also well-fixed. Identified necrotic tissue, and indicated post-op diagnosis included "metallosis." Prod/lot updated. Metallosis, corrosion added to complaint.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A worldwide lot specific complaint database search was not possible for the unknown stem. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
Patient was revised due to pain.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.